Event description:
The hospital reported that during routine sterilization, two endoscopes had a glue-like substance that came out of the scope. The hospital noted that the substance was able to be scraped off of the lens, but it returned after the scope was re-sterilized. There was no patient involvement. The hospital will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).